Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the straight universal handpiece heated up during testing at the user facility, by a manufacturers sales representative. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The customer comment of heat was not duplicated or confirmed. Upon service evaluation, there were no observed failures that could lead to the reported event. The device was cleaned, lubricated, and adjusted. Based on the instructions for use and risk documentation, lack of irrigation to the tip or excessive pressure may cause or contribute to heat, however this was not confirmed.

Event description:
It was reported that the straight universal handpiece heated up during testing at the user facility, by a manufacturers sales representative. There was no patient involvement, and there were no user injuries or adverse consequences.